Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ crease / folding of implant: not observed. ¿ deformation: not observed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture, small amount of fluid, folds in the device, and a wavy contour of the device diagnosed via ultrasound and MRI. The event of rupture was confirmed to not have occurred. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "small amount of fluid".

Event description:
Healthcare professional reported left side rupture, small amount of fluid, folds in the device, and a wavy contour of the device diagnosed via ultrasound and MRI. The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The event of rupture was confirmed, to not have occurred. Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Explanting physician reported left side rupture, small amount of fluid, folds in the device and a wavy contour of the device diagnosed via ultrasound and MRI. Physician reported there was no rupture present. The device has been explanted.